Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient had no plans to proceed with the explant procedure.

Event description:
A report was received that the patient was experiencing a lot of burning sensation and overstimulation when the stimulator was used. It was also reported that when the patient tried to charge the ipg, it caused convulsions and extreme heat. Database analysis revealed no anomalies. The patient will undergo an explant.

Event description:
A report was received that the patient was experiencing a lot of burning sensation and overstimulation when the stimulator was used. It was also reported that when the patient tried to charge the ipg, it caused convulsions and extreme heat. Database analysis revealed no anomalies. The patient will undergo an explant.